Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had intermittent button response. The customer¿s blood glucose was 140 mg/dl. The customer stated that it sometimes buttons works and sometimes it was not. The center and down key were the ones that are not sometimes responding. The troubleshooting was performed for the keypad anomaly and after troubleshooting found that the buttons were responding. The insulin pump had multiple pump error alarm. The troubleshooting was performed for the pump error alarm. The customer reported that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. The insulin pump will not be returned for analysis.